Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, a review of the pump¿s history showed that the last basal delivery and the last bolus were recorded on (B)(6) 2013. The black box showed no activity outside of normal use. The total daily doses added up correctly and showed the user¿s programmed basal rate. The pump successfully passed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications. The issue of inaccurate delivery was not duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report during the night of (B)(6) 2013 the patient obtained a blood glucose reading of 56 mg/dl. The reporter alleged inaccurate delivery of insulin by the pump. The patient reportedly experienced the symptom of screaming, when his blood glucose level is low. The patient did not receive any medical attention or treatment. The patient was at camp, but reportedly did not participate in increased activity, that could contribute to low blood glucose levels. The reporter claimed all pump settings were correct; however the pump was not available at the time of the call to troubleshoot. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level, without symptoms and without treatment, was not indicative of severe injury. However, as the issue was not resolved with troubleshooting, this complaint is being reported.